Event description:
The following article was received based on a literature review: article: clinical performance of extended depth of focus (edof) intraocular lenses ¿ a retrospective comparative study of mini well ready and symfony. A retrospective observational study was done to compare clinical outcomes obtained after implanting two different optical designs of edof iols: the mini well ready (sifi medtech, catania, italy) and tecnis symfony (abbott laboratories, illinois, USA). A total of 61 patients (122 eyes) who underwent bilateral implantation of the mini well ready iol (n=32 patients) or the tecnis symfony iol (n=29 patients). Complications in the symfony group included: postoperative halo effect (n=19 patients: h1 type, n=9; h2 type, n=;7; both h1 and h2 types, n=2), glare (n=7 patients: glare1, n=5 patients; glare2, n=2 patients), posterior capsular opacification (pco) (n=3 patients,10%) and cases assessed to be grade 1 after 6 months. All patients with pco had yag-capsulotomy. There were no further interventions reported. A copy of the article is provided with this report.

Manufacturer narrative:
Section a2: mean age 68.34 ± 10.59. Section a3: 19 female and 10 male patients. Sections a4, a5: information unknown/not provided. Section b3: date of event: exact dates not provided. Article acceptance date is april 14, 2022. The study was conducted for surgeries performed between january 2017 and february 2020. Section d4: catalog number: complete number is unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a - implant date: unknown/not provided. Section d6b - explant date: n/a, as lenses remain implanted. Section h3 - other (81): the implants were not returned for evaluation as they remain implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Section h6 -health effect - clinical code 4581: posterior capsule opacification citation: ewa nowik, k.; nowik, k.; kanclerz, p.; pawel szaflik, j.; clinical performance of extended depth of focus (edof) intraocular lenses ¿ a retrospective comparative study of mini well ready and symfony; clinical ophthalmology 2022:16 1613¿1621; https://doi.org/10.2147/opth.s341698. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.